Event description:
A 10 fr, 43-inch 3 gm adult weighted corflo-ultra ng tube with stylet was placed into this intubated patient on 5/18/99. The tube went through the patient's left main stem bronchus and into the left pleural space. A large pneumothorax resulted, which required chest tube placement.